Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage was noted on electronic assy. The insulin pump has cracked reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
It was reported that customer's insulin pump had moisture damage. Customer's blood glucose was 133 mg/dl. No other details were provided. Nothing further reported.